Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation. The investigation was reopened due to additional information provided. The following allegations have been investigated: migration, fracture, ivc collapsed (stenosis), vena cava/organ perforation, tilt, and embedment. The reported allegations have been further investigated based on the information provided to date. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2013 via the right common femoral vein due to prevention of dvt (deep vein thrombosis)/pe (pulmonary embolism). Patient is alleging migration, tilt, vena cava perforation, fracture, organ perforation, and embedment. Per a report from CT (computed tomography) dated (B)(6) 2013, "ivc: except for the infrarenal segment, which is distended by an infrarenal ivc filter, the ivc is diffusely collapsed-a finding likely related to hypovolemia/ shock. Per a report from xray dated (B)(6) 2015, "in abdomen, there is an inferior vena cava filter present with its tip at the l1-l2 level. The filter apex is tilted to the right common and unchanged orientation since the prior endovascular procedure from (B)(6) 2013. All of the legs are present, although one of the legs on the right is bent toward the left." Per report from CT dated (B)(6) 2016,"no evidence of deep vein thrombosis." "Ivc filter with minimal rightward tilt and 12 intact limbs at the level of l2-l3 is unchanged in position. Many of the limbs extend beyond the ivc. One of the posterior limbs extends into the l3 vertebral body." Per an attempted retrieval report dated (B)(6) 2013, "first a catheter cone was placed. However, the filter was seen to be tilted, and it was not possible to get the catheter cone around the nose of the filter. Therefore, the catheter cone was removed and a tulip snare filter was used to try to engage the hook on the filter. This was unsuccessful. The tulip snare was exchanged for a loop snare, and once again it was not possible to access the hook. Therefore the [wire] was replaced and was placed through the tines of the filter on the right side so that the filter was held in a more upright position." "Once again the snare could not be passed around the hooks. After multiple attempts, the sheath was advanced down to the level of the filter and inferior vena cavogram was done. It was then noted that the nose of the filter and the hook actually were imbedded in the wall of the vena cava. At this point it was our concern that to place a wire through the filter, and to remove it forcefully would run a considerable risk of injury to the vena cava. And therefore, it was elected to leave the filter in place, and to continue the patient's anticoagulation." Per a successful retrieval report dated (B)(6) 2016, "the ivc filter was easily visible through the wall of the vena cava. There were several struts of the filter protruding through the wall of the vena cava. The struts that had perforated vena cava were cut a in the pieces of strut were removed from the field. One of the struts was intubated intervertebral body and this was another was free in the retroperitoneal space and was removed. The tip of the filter with its hook was palpated through the wall of the vena cava, and was actually visible through the wall." "A 2 mm nick was made in the wall of the vena cava over the visible hook and the suture was passed around the hook and tightened against the red rubber catheter. The filter was then drawn into the catheter using the silk suture and was easily removed from the vena cava."

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook gunther tulip filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
'It is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2013". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.